Manufacturer narrative:
As a precaution, physio-control replaced both the system controller (sc) and user interface (ui) pcb assemblies and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Manufacturer narrative:
Physio-control evaluated the customer's device but was unable to verify the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had a service indicator present, along with a white display. A white display is indicative of a device lock-up condition that could delay or prevent defibrillation, if it were necessary. There was no patient use associated with the reported event.